Event description:
The manufacturer received information regarding a simplygo mini. The device was returned to the manufacturer. During evaluation of the device, a leak was confirmed in the sieve and the o2 side assembly was replaced. Noise was also confirmed by an operation check and the air side manifold was replaced. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.